Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 was visually inspected upon receipt and was found to be in good physical condition. He device was returned to the service facility for evaluation. During evaluation, the reported issue of failure to track is unconfirmed; test sherlock connected to the customer's sr8 works with the ECG simulator and the PICC shows up using with sherlock test fixture. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - when using the scanner the device does not lock onto the PICC tip and the target usually freezes at the edge of the device dependent on what side your approach is.